Event description:
The pt reportedly experiences discomfort and facial nerve stimulation. Programming changes were made, however, this did not resolve the issue. Testing showed that the pt's device is functioning. Surgery to explant the pt's device will be scheduled.